Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer reported sometimes recycling insulin from old cartridges. Customer cleared the alarm and delivered the remainder of the bolus. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.